Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: yellow particles on the surface of the shell. Deformation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported capsular contracture (baker grade IV) on the right side. Device has been explanted.

Manufacturer narrative:
Facility name : (B)(6) medical center. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture (baker grade IV) on the right side. Device has been explanted.